Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the light blacking out could not be identified, nor could the phenomenon be confirmed/reproduced. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the missing lamp bolt and 3 lamp washers could not identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source was blacking out in the middle of cases. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the lamp does not light up. The following non-reportable findings were found: there was a worn out socked slider switch, corrosion inside the scope socket tubing, a bad socket that caused an e204 error code, the non-olympus lamp life meter is reading under 50 hours and the light intensity output was out of range, and 1 lamp bold and 3 lamp washers were missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.